Event description:
In 2008, the patient reported the screen on his insulin infusion device is missing segments. He said he went swimming about 3 weeks ago, and the screen was damaged after that. He stated he is still able to see most of the screen, but some areas are missing. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation